Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experiencing headaches, severe sleep apnea, respiratory issues, nausea, and pneumonia. The reported events of headaches, severe sleep apnea, respiratory issues, nausea, and pneumonia and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was presence of degraded sound abatement foam. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, medical device problem code,type of investigation,investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have respiratory issues. The patient did receive medical intervention in the form of a doctor's assessment and prescribed medication. The manufacturer has attempted to arrange for the return of the device to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.